Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2604804 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one day after a procedure in which 6f/7f mynx control vascular closure device (vcd) was used for hemostasis, the patient complained of leg pain. Ultrasound confirmed poor blood flow from the common femoral artery (cfa) to the origin of the superficial femoral artery (sfa). The patient was readmitted and angiography was performed which showed occlusion of the right cfa to sfa; therefore, percutaneous transluminal angioplasty (pta) was performed. After dilation with an unknown 5 mm balloon and then with an unknown 6 mm x 15 cm drug-coated balloon (dcb). Blood flow improved and the procedure was completed. The following day the patient again complained of leg pain. Angiography then showed re-occlusion of the right cfa to sfa, and surgery was requested and an endarterectomy was performed. Following the endarterectomy on, vascular occlusion recurred overnight; pta was performed, improving blood flow, and angiography the next day demonstrated stable flow. The patient will continue to be monitored. It is unclear whether the occlusion was caused by the mynx control vcd sealant or by the vascular condition. Examination of removed tissue showed no evidence of mynx sealant within the vessel, indicating no hemostasis issue with mynx. Additionally, the physician attributed the repeated occlusions to plaque rupture due to arteriosclerosis. The device was initially used for hemostasis after a percutaneous coronary intervention (pci) performed from the right inguinal region. The femoral artery suitability was verified by angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm with no vessel tortuosity. There was evidence of thrombus with minimal calcification present and no significant pvd noted. The device was stored and prepared per the instructions for use (IFU), and a retrograde approach was utilized. The deployer had completed mynx training. An unknown 6f 10cm sheath introducer was used. No resistance was encountered during device use, and balloon placement was confirmed by angiography. The tension indicator was properly aligned prior to deployment, there were no multiple sheath exchanges, and no sheath greater than 7f was used prior to mynx insertion. The device will not be returned for evaluation.